Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered.